Event description:
Customer reported that she was in a car accident and was hospitalized due to injuries and high blood glucose. Customer's blood glucose reading at the time of hospitalization was 628 mg/dl. Customer stated that she was driving at the time of the accident and had blurred vision, irritability, excessive thirst and pain on the side. Customer stated that her insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.